Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated to a damaged j703 connector on the distribution node pca. The connector was partially detached from the board. The root cause for the damaged j703 connector could not be positively identified but was likely excessive force on the ECG a and b cable. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the electrode belt ECG electrodes were non functional.